Event description:
Information provided alleged that the bed would not become completely immobile when brake was set.

Manufacturer narrative:
Technician found the bed in (B)(6). The right side casters (head and foot) hold bed in place with brake on. Left side casters (head and foot) allowed movement with brake on. Adjusted brake tabs on left foot and left head casters to resolve this issue.